Event description:
Philips received a complaint on the v60 ventilator indicating that the device could not be affixed to the stand. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) found that the screw securing the device to the stand could not be fastened tightly. The asp replaced the screw to resolve the issue. The device passed an inspection and visual check and was returned to use fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.